Event description:
It was reported that the screen on quick bolus would not turn on the device. Device will power on when plugged in to a power source.

Manufacturer narrative:
T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Patient is (B)(6). The device has been received for evaluation; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.